Event description:
It was reported that the lead dislodged approximately 20 minutes after closing the pocket. The patient was in the waiting room after implant and the electrocardiogram noted that the atrial lead was not capturing. The pocket was reopened and the lead repositioned. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.